Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that upon interrogation the right ventricular lead exhibited elevated lead impedance and increased threshold. Programming changes were made. Lead extraction was discussed. Patient was stable and will continue to be monitored.